Event description:
Pt had a biventricular pacing ICD [internal cardiac defibrillator] placed. The left ventricular lead was not able to be placed transvenously. Therefore, it was placed via an anterior thoracotomy. Pt did well from this procedure until approximately one month ago. They had their dialysis shunt in their right forearm revised and developed an acute cellulitis. This resolved quickly with treatment, but they subsequently developed cellulitis of their left chest and pacemaker pocket. This was treated with antibiotics in attempts to sterilize the infection. However, they redeveloped an acute cellulitis and an obvious pacing infection despite vancomycin and gentamycin. Patient underwent removal of epicardial left ventricular lead via left thoractomy, placement of temporary epicardial left ventricular lead, removal of pacing ICD generator, and removal of tranvenous pacing leads. Device usage problem: other.